Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The reported event cannot be confirmed. However, this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology. There has been no indication or allegation of a product malfunction and/or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a this patient with a bioprosthetic mitral valve, implanted for three (3) years and nine (9) months, underwent redo mvr due to severe mitral perivalvular leak secondary to dehiscence. Intraoperatively, there was an extensive dehiscence of the 5 o'clock to 6 o'clock segment of the annulus measuring approximately 2.5 cm in length. The subject device was replaced with another edwards bioprosthetic valve. The valve was seated. The aorta was unclamped. The patient was rewarmed and weaned from cpb. The chest was closed. The patient tolerated the procedure well. There were no complications. He was taken to the ICU in stable condition. Postoperatively, the patient continued to progress well but had a prolonged hospital stay due to bradycardia and pulmonary issues. He eventually underwent ppm insertion and left thoracentesis. The patient was deemed stable for discharge home on pod #21.